Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels occurred. The temperature query tool was below baseline temperate by 2-3 degrees celsius. Blue pixels were also evidenced closer to the probe but the temperature query tool was not placed there. It was noted that the user was firing at 128% power and was told that the blue pixels could be remediated by lowering the power setting; however, the user chose to continue delivering 128% laser power which then in turn made the blue pixels continue. There were no patient complications reported in relation to this event.